Event description:
It was reported that via merlin.net, the device was found in back-up vvi mode. A software download was successfully completed and the device was restored to normal operation. The patient will be monitored.